Event description:
It was reported that this left ventricular (lv) lead was explanted due to failed placement of lead. The failed placement of the lead was confirmed via fluoroscopy to be due to patient anatomy. The lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the initial reporter state (e1) in section e, initial reporter.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to failed placement of lead. The failed placement of the lead was confirmed via fluoroscopy to be due to patient anatomy. The lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.